Manufacturer narrative:
According to the information provided by the technician, the issue was not reproduced. Device was checked and no deviation was found. The event log confirms several clinical alarms have been generated. The high respiratory rate, peep low and expiratory minute volume low alarms may indicate that there was a leakage in the breathing circuit. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the leak. The device passed all performance tests and could be returned to clinical use. There were no further failures.

Event description:
It was reported that the ventilator generated inspiratory over range alarm while it was connected to the patient. There was no patient harm. Manufacturer's ref. #: (B)(4).